Event description:
A 61 yr old white gravida 2 para 2 female status post bilateral subcutaneous mastectomies for fibrocystic disease in 1977 with placement of subcutaneous 300cc silastic gels. These became deformed and painful, so in 1978 she had bilateral "lifts" done which failed to improve the problem, so on 6-23-81 she had redo lifts and replacement with 300cc dow corning gels. "She continued deformed appearance, pain and numbness. No decrease in size or history of trauma. Complaints include: arthralgias, (positive morning stiffness), myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, low grade fevers, sweats/chills, headaches, visual changes, vertigo, memory loss, sicca, hair loss, sensitivity to sun/cold, (positive raynaud's) shortness of breath/cough, chest pain, costochondritis, hypertension, weight gain, gastrointestinal/genitourinary disturbances, and hearing loss. Pt is otherwise healthy.